Event description:
A report was received stating that "we are currently evaluating the electric high speed midas rex motor at (B)(6). The ehs was being used with the integrated power console and the asmc attachment along with the mc30 dissecting tool. We were evaluating the ehs in a recon case where we were required to cut a titanium stem of a previously implanted artificial hip. The ipc was turned on and defaulted to its 70,000rpm setting. Proper attachment procedures by the nurse were observed by myself and the tool attempted to cut the stem. The fellow in the surgery was using irrigation to help cool the stem as it was being cut. At this point excessive sparks were flying from the contact point. The surgeon stopped drilling. Lap sponges were positioned to help contain the sparks in a localized area while irrigation continued. After restarting the drill, the same amount of sparks continued. The surgeon noted that "while (the ehs) cut the metal fine, it was producing too many sparks" and at this time, we abandoned and went to the legend gold touch. The attachment and dissecting tool were transferred to the legend system and "normal" sparks were produced and the surgeon continued until the tool got dull. We then opened up a new tool and I asked the nurse to load the new tool into a new asmc attachment and attempt with the ehs again. Same result of too many sparks. We then went back to the legend system as the ehs was deemed a fire hazard." On follow-up it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation confirmed that when cutting titanium with the carbide cutting tool sparks will be generated. On follow-up it was confirmed that there was no patient impact. The instruction manual contains the following warnings:"for metal transection, observe the following safety precautions: eye wear is essential; irrigate well to cool the cutting surfaces; protect the wound site from metal debris; use a clamp or grasping device to control loose fragments during transection of any metal component."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.